Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturing site for investigation. The lens was visually inspected and revealed scarce amounts of viscoelastic solution on cartridge which indicates that the unit was handled and prepared for surgical use. Dent/distortions were observed on the cartridge tip. The lens was observed stuck in the loading zone area. The pushrod was advanced in the preloaded insertion system. No assembly error and/or defect were observed in the preloaded insertion system related to the manufacturing process. A small piece of the lens was returned outside of the insertion system. Surface residuals were observed and indicated that the unit was handled and prepare for surgical use. The directions for use (dfu) were reviewed. The dfu for the tecnis itec preloaded delivery system, model pcb00 advices the physician to be cautious and states to examine the instructions for use and handling for preparation and implant of the lens to minimize exposure to conditions which may compromise the product, patient, or the user. Do not use the device if the cartridge tip is damaged, nicked, split or cracked open. The dfu adequately provides instructions and precautions for the proper use and handling of the device. A review of the manufacturing records was completed. The manufacturing process records were evaluated and showed that the lens was manufactured within specification requirements. There were no associated deviations. Two non-conformances reports were identified in the review; however, they were not related to the reported complaint. No material or process changes were present. The lens was manufactured according to established specifications and procedures. Product complies with release and usage specifications according to the records. Records do not show this complaint is manufacturing related. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the surgeon was inserting the intraocular lens (iol) into the patient's eye and the lens broke up into little pieces. The surgeon removed the little pieces from the eye and re-inserted a new iol of the same model and diopter. Reportedly, the patient is doing fine.